Event description:
As reported, during a cystoscopy with laser lithotripsy procedure an ncircle delta wire tipless stone extractor "wouldn't close while retrieving stones and the stones were falling out on the way out". The device was removed from the patient, and a new device was opened. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E3 occupation: or manager. G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.